Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. One used 6fr angio-seal vip device received for product evaluation. The locator and hemostasis sheath were returned unmated along with the guide wire. No other accessory components were returned. Upon visual analysis, a was kink observed on the sheath and locator assembly at the blood inlet holes. The hemostasis sheath and locator assembly were not properly mated together. No damage was observed on the tip of the locator or at the transition from locator to sheath. Components were separated and slight deformation was noted at the tip of the sheath. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the evaluation, the complaint could be confirmed for kinked components. Based on the available information, the cause of the resistance which led to kinking is not known the kink that was observed on the assembly indicates likely application of an off-axis force applied during the insertion or likely the result of resistance during insertion into the patient's vasculature. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not explanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery, but the assembly was not inserted. A kink was observed at the blood inlet hole of the locator/insertion sheath assembly. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. The estimated blood loss was less than 250cc's. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 3 mm.